Event description:
It was reported that the pt suddenly stopped hearing with the device on (B)(6) 2013. No history of a head trauma or any conditions has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.